Event description:
It was reported that during the change out due to normal eri, externalized conductors were observed. Low impedance and high thresholds were noted. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.